Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose. Blood glucose reading was believed to be 500 mg/dl due to the meter reading simply displaying high. Customer believed it was an issue with the infusion set. The customer changed the infusion set and treated with bolus to bring her blood glucose down. Customer refused troubleshooting and stated that it appeared to have been an occlusion in the infusion set. The customer could not provide the serial number of the insulin pump because she did not have her glasses. Nothing further reported.